Manufacturer narrative:
During troubleshooting with olympus technical assistance center, the customer was advised to clean scopes/connectors with isopropyl alcohol. Clv-190 port and adaptor were cleaned. The color bars were present in both clv-190 and clv-180 but no image present in the clv-190. The customer was recommended to verify the cabling by taking the light source to a known working tower to see if issue persists. Technician followed up and the issue was resolved. The tower was not being shut down properly between scope uses. Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.